Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the common hepatic duct during a procedure performed on (B)(6) 2019. According to the complainant, when attempting to withdraw the catheter after deflation, the balloon got stuck in the stenosis. This resulted in rupture of the catheter. Attempts were made to retrieve the balloon using an additional balloon and a sphincterotome, but were unsuccessful. Reportedly, choledoscopy was performed and the procedure was completed at this time. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.